Manufacturer narrative:
Analysis of the lead, lot #va0sw41, found foreign material in the distal end electrode. Polyurethane and other thin film contamination was detected on the electrode surfaces. When the lead impedances were tested upon its return, they were found to be higher than normally observed, but not out of range. After it was sterilized the impedances were lower and acceptable values were observed.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0sw41, product type: lead. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, high impedances over 40,000 ohms was measured on electrodes one and two of the lead. Lead impedances were tested using a trialing cable and external neurostimulator (ens). A different lead was used and the issue was resolved. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.